Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed on the catheter tubing approximately 51.1cm from iab tip. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: msn, aprn, acns-bc, ccrn / clinical nurse specialist ¿ critical care. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss in iab circuit alarm. The customer confirmed there was no blood in extracorporeal tubing and confirmed all connections were tight. The alarm continued periodically, again no blood was observed in the tubing. The console was switched out with another one, but the issue continued. It was decided by the attending physician that the patient was stable enough to have the iab weaned and removed which was done that evening. There was no patient harm or adverse event reported.